Event description:
It was reported that the user awoke to a blood glucose of 492 mg/dl after running out of insulin overnight, paused therapy, administered manual injections, then reconnected the system about 1.5 hours later; approximately 1.5 hours after reconnection, glucose was 325 mg/dl and the user reported the infusion set appeared intact without visible kinking. Symptoms included thirst, fatigue, and nausea. Outcomes included transient hyperglycemia without hospitalization or medical intervention beyond user-administered injections and resumption of pump therapy. Investigation included user troubleshooting and education, supply change, and assessment of the infusion set appearance. Investigation of this case revealed that the hyperglycemia was consistent with therapy interruption due to insulin depletion, with no observed infusion set defect reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.